Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of lcs, undergoing a posterior interbody fusion, tlif procedure for a spinal therapy. It was reported that when attempted to loosen the center nut of prolock crosslink with a driver, it jarred and did not move smoothly and the product could not be placed due to malfunction. A new prolock crosslink of the same size was newly opened for replacement and the operation was completed without problems. There were no patient symptoms/complications. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Levels implanted: l3/4 device status reason : never implanted when they loosened the center nut just before setting the cross link, the movement was not smooth. They suspected it wasn't normal, so they used another new crosslink, which was fine. The product has come into contact with an infectious disease patient and will be discarded.